Manufacturer narrative:
The implant was returned to manufacturer for evaluation. Information regarding implantation and restoration procedures requested by manufacturer was not provided by clinician to proceed with the investigation. Lot could not be determined. Implant fracture is a low-rate adverse event, which is common for endosseous dental implants in clinical use. There are several factors that could not be verified that directly affect implant success, including oral hygiene, bruxism or large occlusal forces, superstructure design, implant localization, and bone resorption around the implant.

Event description:
The clinician reports fracture of dental implant. No further patient complications were reported.